Event description:
Nurse had connected bd vacutainer luer-lok access device to the clave connector on a patient's IV access device and drawn blood specimens. When she tried to remove the luer-lok access device from the clave the tip of the device broke off and remained lodged in the clave connector. The access device unscrewed from the clave but the tip remained behind. Nurse replaced the clave connector with a new one.